Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the forceps elevator and the suction, the instrument, the air/water channels of the device. The testing result cleared the (B)(4) guideline. In addition, (B)(4) confirmed the followings in the evaluation of the subject device. - the adhesive of the light guide lens and the objective lens were worn. - there were deposits on the distal end cover. - the control section had damage. - there were deposits on the air/water cylinder and the suction cylinder. - the adhesive part on the bending section rubber was worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]. -klebseilla pneumoniae (50 cfu), acinetobacter baumannii (200 cfu). [Second time; (B)(6) 2021]. -acinetobacter baumannii (4 cfu). [Third time; (B)(6) 2021]. -acinetobacter baumannii (8 cfu), klebseilla pneumoniae (5 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, steelco ew2, using peracetic acid. There was no report of infection associated with this report.